Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the 2nd day of wearing the adc freestyle libre 2 sensor and was unable to obtain readings. As a result, customer reported requiring unspecified third-party intervention, however, no further information could be obtained as the call back attempt failed and customer could not be reached. There was no report of death or permanent impairment associated with this event.